Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, there was decreased high voltage lead impedance noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was confirmed as externalized via fluoroscopy. The physician decided to keep the lead implanted and the patient was in stable condition and will continue to be monitored.